Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the healthcare professional (hcp). The pump was used to deliver fentanyl (500 mcg/ml at 325 mcg/day) and bupivacaine (5 mg/ml at 3.5 mg/day). The cause of the device positioning issue which required a pocket revision was inadequate healing and wound dehiscence of the right buttock pocket site. It was noted that the pump was placed in the right abdomen on (B)(6) 2015, which was also the date of onset for the patient's poor wound healing at abdominal the pocket site. It was reported that no culture was done, and there was no infection found. The signs and symptoms of the poor wound healing were redness, swelling, and eschar at the device pocket. It was reported that perioperative antibiotics and oral antibiotics were administered. It was noted that the patient had a risk factor of poor hygiene prior to implantation of the device. The patient recovered without permanent impairment/ the infection had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient had been complaining of discomfort at the pocket site in relation to the wound healing failure and being partially dehisced. The pump was removed from the right upper buttock site and placed into a new right abdominal pocket. There also was wound dehiscence of the right abdomen. On (B)(6) 2015 the patient was desperate to continue with intrathecal drug delivery. The hcp discussed options and risks with him and recommended implanting a new pump into a new left buttock pocket site with revision of the catheter. The hcp then would remove the compromised pump from the dehiscing right abdominal pocket. The hcp would remove the pump from the right abdominal pocket only after they had completed the new pump implant and catheter revision and dressed those wounds. In the meantime the abdominal pump pocket would remain under an occlusive tagaderm dressing to prevent contamination of the new implant site. The pump was explanted and replaced with a smaller 8637-20 pump that was placed in the new left buttock site on (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. No further complications were anticipated/reported.

Event description:
The patient¿s pump was removed on the date of the report due to infection. A new pump was implanted on the other side of the patient¿s abdomen.

Event description:
It was reported the patient experienced incomplete wound healing due to pressure necrosis. A catheter revision was done with the sutureless connector and part of the catheter trimmed. A new proximal catheter was added so the pump could be moved to the patient¿s abdomen from the buttocks. The healthcare provider (hcp) dissected tissue away from the catheter and believed it looked like the cautery tip melted the catheter. The hcp trimmed approximately 2mm away from the suspected tissue. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver fentanyl and bupivacaine. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.